Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-sep-02 examination revealed x-ray of the lumbar spine and lumbar facet injections were ordered. On (B)(6) 2021 the catheter was reprogrammed. The device diagnosis was catheter kink.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving unknown drug via an implantable pump. It was reported the patient had worsening low back pain on (B)(6) 2021. The patient noticed some lower back pain that usually doesn't bother them and it continued to worsen. The pain would not allow the patient to be active as usual. On (B)(6) 2021, a bilateral lumbar facet injections at l4-5 and l5-s1 were performed. On (B)(6) 2021, a bilateral mbb at l4-s1 was performed. A right l4-s1 rfa was performed on (B)(6) 2021 and a left l4-s1 rfa on (B)(6) 2021. During a refill, on (B)(6) 2021, the hcp stated it would be prudent to proceed with a catheter dye study to access patency of catheter. During the dye study the hcp was unable to aspirate csf and inject contrast. The procedure was ended due to twisted and obstructed catheter. The device diagnosis was catheter kink. The catheter and pocket were revised on (B)(6) 2021. It was indicated the event was unlikely related to the device or therapy and unlikely related to the implant procedure. The issue resolved without sequelae on (B)(6) 2021.